Manufacturer narrative:
(B)(4). The device is unavailable for analysis.

Event description:
It was reported that the rechargeable battery cracked. There was no allegation of injury associated with this complaint. The patient has been advised to discontinue use of the device.